Event description:
Litigation alleges pain, discomfort and difficulty ambulating. Update rec'd (B)(4) 2013 - pfs and medical records received. Part/lot was provided. The dor was also provided. Revision operative notes indicated loose femoral components. The stem, sleeve, and cement have now been reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges pain, discomfort and difficulty ambulating.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A review of the device history records for the (B)(4) did not reveal any related manufacturing deviations or anomalies. A review of the device history records for the 1093205 lot code found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The use of cement product with the s-rom system femoral devices is not intended use. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of stem.